Event description:
The customer called for help with her new breeze2 meter. She performed a control test and received a result of 193 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The lot number provided by the customer was not valid, so the meter info was provided instead.